Manufacturer narrative:
(B)(4).

Event description:
A licensed practical nurse (lpn) complained of questionable high results for 2 patients tested on a coaguchek xs with a serial number of (B)(4). Of the data provided, 1 patient's results were a reportable malfunction. At 10:22 am the patient's initial result was 5.3 inr. At 10:41 am the patient was tested again using the same meter with a result of 4.0 inr. The patient's fingers were wiped with alcohol and allowed to dry. Once the meter countdown would begin the patient's finger would be stuck and the blood would be applied within 15 seconds. The patient's therapeutic range was 2.0-3.0 inr. The lpn reported that there was no treatment provided due to the high result. The lpn stated that the patient did not exhibit any signs of a high inr. There was no allegation of an adverse event. The lpn would not provide any additional patient information. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 235477-13) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and an internal reference meter were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.3 inr. Donor 1 hct: 35%, donor 2 hct: 36%. Donor 1: retention meter with masterlot strips: 2.3 inr, donor 1: customer meter with customer strips: 2.2 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, donor 2: customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. All alleged results by the customer were observed in the meter¿s patient result memory, except the result of 4.0 inr could not be confirmed. The investigation was unable to find a definitive root cause.